Event description:
The ge oec 9600 fluoroscopy sys had image quality issues during a procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate issue but re-shaped the pins for the 5 volt power supply to avoid future image issues. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.